Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the actual device was not returned, analysis of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing the following inspection and control. The outer diameter of the wire strand is controlled to assure the strength of wire strand. Before the product packaging process, 100% visual inspection is performed to ensure there is no anomaly such as peeling of the outer layer or abrasion in appearance. The instructions for use (IFU) has the following description: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the glidewire tip fractured on plaque inside the patient's superficial femoral artery (sfa). The entire wire was successfully removed. There was no blood loss, and the patient was stable. Additional information was received on 12jan2026: the procedure performed was a peripheral revasc of the sfa. The wire was removed, and a snare was used to pull the tip out. An angiogram was performed to confirm the tip was removed entirely. The patient was stable following the removal of the wire.